Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation, the j702 was ripped from the distribution node pca. The root cause for the damaged belt was excessive force. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.